Manufacturer narrative:
This literature case describes the occurrence of medical device removal ('essure explanted') and medical device site inflammation ('penetration of tin into the tissues leads to inflammatory reactions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Literature reference: michel vincent, nn, nn, 2020. Other product or product use issues identified: device material issue "degradation of the tin welding of this implant" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced medical device site inflammation (seriousness criterion medically significant) and neurotoxicity ("we hypothesized that tin from the solder may be transformed into organotin, the neurotoxin effects of which are known") and was found to have product residue present ("tin particles integrated into the tissue, often at the level of the wall, generally in the form of clusters and are of a size ranging from one to several tens of micrometers"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, medical device site inflammation, product residue present and neurotoxicity outcome was unknown. The reporter considered medical device removal, medical device site inflammation, neurotoxicity and product residue present to be related to essure. The reporter commented: in laypress physician mentioned results of a publication (just submitted to an anglo-saxon medical journal) on a new study on tissues of 18 new patients that showed the inflammation observed in tubes and horns, following implantation of essure, was not linked only to a reaction to the polyethylene fibres, but also to a reaction to the degradation of the tin welding, particularity of this implant. "Penetration of tin into tissues leads to inflammatory reactions up to the wall of the uterus. Inflammatory tin granulomas on (this) series of 18 consecutive patients was confirmed. We hypothesize that the tin from the solder does not only cause local effects, but that it is transformed in the body into organotin, whose neurotoxic effects are known" , explains the physician, one of the authors, head of the laboratory. Nickel as a co-factor the study therefore involved 18 patients, aged 36 to 56, explanted between (B)(6) 2019 and (B)(6) 2020. Their uterine tissues were analyzed using scanning electron microscopy coupled with x-ray emission analysis (sem-edx). The results showed the presence of granulomas in 17/18 patients with fibrosis in the fallopian tubes (9/18) and uterine horns (6/18). They also show the presence of adenomyosis (a form of endometriosis) in 14 patients, non-specific inflammation (10/18), cysts (5/18) or a foreign body in 7/18 patients. Mineralogical analysis revealed the presence of tin particles associated with lesions in all patients. "These particles are integrated into the tissue, often at the level of the wall, generally in the form of clusters and are of a size ranging from one to several tens of micrometers", specify the researchers. This report refers to patient 1. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up is not possible. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This literature case describes the occurrence of medical device removal ('essure explanted') and medical device site reaction ('penetration of tin into the tissues leads to inflammatory reactions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Literature reference: michel vincent, nn, nn, 2020. Other product or product use issues identified: device material issue "degradation of the tin welding of this implant" (seriousness criterion medically significant). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced medical device site reaction (seriousness criterion medically significant) and neurotoxicity ("we hypothesized that tin from the solder may be transformed into organotin, the neurotoxin effects of which are known") and was found to have product residue present ("tin particles integrated into the tissue, often at the level of the wall, generally in the form of clusters and are of a size ranging from one to several tens of micrometers"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, medical device site reaction, product residue present and neurotoxicity outcome was unknown. The reporter considered medical device removal, medical device site reaction, neurotoxicity and product residue present to be related to essure. The reporter commented: in laypress physician mentioned results of a publication (just submitted to an anglo-saxon medical journal) on a new study on tissues of 18 new patients that showed the inflammation observed in tubes and horns, following implantation of essure, was not linked only to a reaction to the polyethylene fibres, but also to a reaction to the degradation of the tin welding, particularity of this implant. "Penetration of tin into tissues leads to inflammatory reactions up to the wall of the uterus. Inflammatory tin granulomas on (this) series of 18 consecutive patients was confirmed. We hypothesize that the tin from the solder does not only cause local effects, but that it is transformed in the body into organotin, whose neurotoxic effects are known" , explains the physician, one of the authors, head of the laboratory. Nickel as a co-factor the study therefore involved 18 patients, aged 36 to 56, explanted between (B)(6) 2019 and (B)(6) 2020. Their uterine tissues were analyzed using scanning electron microscopy coupled with x-ray emission analysis (sem-edx). The results showed the presence of granulomas in 17/18 patients with fibrosis in the fallopian tubes (9/18) and uterine horns (6/18). They also show the presence of adenomyosis (a form of endometriosis) in 14 patients, non-specific inflammation (10/18), cysts (5/18) or a foreign body in 7/18 patients. Mineralogical analysis revealed the presence of tin particles associated with lesions in all patients. "These particles are integrated into the tissue, often at the level of the wall, generally in the form of clusters and are of a size ranging from one to several tens of micrometers", specify the researchers. This report refers to patient 1. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.